Event description:
A complaint of soreness at the ipg pocket site and uncomfortable stimulation was reported. The patient is extremely thin and the ipg is very superficial underneath the skin. The doctor confirmed no infection or erosion. The patient refused a pocket revision and elected to be explanted.